Manufacturer narrative:
Evaluation summary: the device remains implanted in the pt. The stent delivery system and two paper printouts of fluoroscopy images were received for review, which could not confirm the stent fracture. The posterior contour of acculink stent is continuous. The anterior contour of the stent shoes a distinct step; the stent is wide proximally and narrow distally. The appearance of the acculink stent is most likely due to the stent design, which allows for independent ring expansion. A definitive root cause could not be determined. A review of the finished device lot history record did not produce any findings relevant to this investigation.

Event description:
Device malfunction: suspected stent fracture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that after uneventful stent deployment at the bifurcation of a mildly calcified right internal and common carotid artery, the stent appeared on fluoroscopy that it had fractured circumferentially. The stent was not reported to be separated into two pieces. No intervention was performed to repair the fracture. Though requested, no additional information was available.